Manufacturer narrative:
The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, loose and or protruded drive support disk, cracked endcap and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the bottom of the pump was coming off. The customer states it was damaged at the drive support disk. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.